Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr. Device. Access was uneventful and good marking was obtained. No resistance was encountered during deployment. The posterior needle missed the barrel and presented in the subcutaneous tissue. An attempt to back down the needles was unsuccessful. The pt was taken to surgery for device removal and arteriotomy closure. Surgery was successful and the pt recovered without incident.